Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was performed to treat lesions in the left superficial femoral artery (sfa) and the left common femoral artery (cfa) from a left popliteal approach with a diamondback 360 peripheral orbital atherectomy device (oad). Standard balloon angioplasty of the lesions was performed. Post procedure angiogram revealed successful treatment of the sfa and cfa. It was noted flow was abrupted at the popliteal sheath. A 7f sheath in the popliteal was downsized to a 6f 10 centimeters sheath. An angiogram was performed revealing slow, hazy flow at the distal popliteal and tibioperoneal trunk (tpt) bifurcation and minimal flow in the infrapopliteal vessels. The left popliteal access site was closed with a non-abbott vascular closure device. The patient was placed from a prone to supine position. The right common femoral access was completed with contralateral access to the left lower extremity (lle). The infrapopliteal lesions were crossed with an unspecified guide wire and thrombectomy was performed at the junction of the distal popliteal and tpt, anterior tibial, and posterior tibial arteries. Balloon angioplasty was performed on the lesion sites. At this point, flow was restored to posterior and anterior tibial arteries. There was a direct line flow to the foot from the pta, however, the patent anterior tibial artery (at) noted a filling defect in the proximal at. Additional balloon angioplasty was performed at the at lesion site. Angiography revealed patent at with reduction of at filling defect. The procedure was completed and the patient was transferred for standard post intervention care. There were no adverse patient effects and no clinically significant delay in the procedure. In the physician's opinion, orbital atherectomy caused the slow flow.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported obstruction, related medical intervention appear to be related to operational context. In this case, it is likely that the obstruction is due to the patient¿s disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported that the procedure was performed to treat lesions in the left superficial femoral artery (sfa) and the left common femoral artery (cfa) from a left popliteal approach with a diamondback 360 peripheral orbital atherectomy device (oad). Standard balloon angioplasty of the lesions was performed. Post procedure angiogram revealed successful treatment of the sfa and cfa. It was noted flow was abrupted at the popliteal sheath. A 7f sheath in the popliteal was downsized to a 6f 10 centimeters sheath. An angiogram was performed revealing slow, hazy flow at the distal popliteal and tibioperoneal trunk (tpt) bifurcation and minimal flow in the infrapopliteal vessels. The left popliteal access site was closed with a non-abbott vascular closure device. The patient was placed from a prone to supine position. The right common femoral access was completed with contralateral access to the left lower extremity (lle). The infrapopliteal lesions were crossed with an unspecified guide wire and thrombectomy was performed at the junction of the distal popliteal and tpt, anterior tibial, and posterior tibial arteries. Balloon angioplasty was performed on the lesion sites. At this point, flow was restored to posterior and anterior tibial arteries. There was a direct line flow to the foot from the pta, however, the patent anterior tibial artery (at) noted a filling defect in the proximal at. Additional balloon angioplasty was performed at the at lesion site. Angiography revealed patent at with reduction of at filling defect. The procedure was completed and the patient was transferred for standard post intervention care. There were no adverse patient effects and no clinically significant delay in the procedure. In the physician's opinion, orbital atherectomy caused the slow flow.